Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm 19 during basal delivery. The customer was able to reload the same cartridge successfully and resume insulin delivery. Customer's blood glucose (bg) level was 400 mg/dl. The customer delivered a correction bolus with the pump to address bg level. Additionally, the customer reported that the customer's fill estimate was inaccurate. The customer declined to further troubleshoot the cause of the reported fill estimate.